Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for sepsis on (B)(6) 2024 from serratia blood culture bacteremia and was debilitated. The patient and family decided to not seek curative treatment and go home on hospice care. While on hospice care, the passed away at home on (B)(6) 2025. The pump was on at the time of death and working as intended. The pump would not be explanted or returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.